Event description:
The rod was implanted successfully in the femur and completed lengthening as prescribed. When the pt returned for a follow-up visit during the consolidation phase, the rod broke as the pt was leaving the doctor's office. Device was explanted on (B)(6) 2012.